Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 3.00mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using snap gauge and the result was 0.0410'' this is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Event description:
It was reported that stent damage occurred and the procedure was aborted. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified middle and distal end of obtuse marginal and left circumflex artery. A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The device was removed and the procedure was aborted. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred and the procedure was aborted. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified middle and distal end of obtuse marginal and left circumflex artery. A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The device was removed and the procedure was aborted. There were no patient complications reported and the patient status was stable.